Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent noise and insulation damage was observed. During the past few weeks, the patient lost consciousness for a few seconds several times throughout the day. The lead was explanted.